Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Procedure: the patient had a left femoral neck fracture and underwent insertion of antibiotics as a drug delivery device for left hip hemiarthroplasty (B)(6) 2019. The patient had irrigation and debridement of left hip deep hematoma. Patient underwent revision left total hip arthroplasty, single component changed (B)(6) 2019.